Manufacturer narrative:
Concomitant medical product: product ID: 8253200, serial/lot #: (B)(4)/214326107, UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the mainframe and patient interface were not working properly. There was no patient impact.

Manufacturer narrative:
Analysis of patient interface found that the complaint can not be reproduced. The top decal and clamps were loose and one clamp was bend. Analysis of the mainframe found that the audio pcba was defective and cracked. Also the pcba rear panel was cracked. If information is provided in the future, a supplemental report will be issued.